Manufacturer narrative:
Event date is an estimate. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer report number: 1627487-2022-01047. It was reported that the patient was experiencing ineffective stimulation. As result, the leads were explanted and replaced resolving the issue. During the procedure the physician inspected the explanted leads and noted that both leads showed deformation and expose of internal components with stripping away of lead covering.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.